Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device does not start up correctly and is not free from critical errors due to an empty coin cell. Also the device can not operate on ac or battery power and can not recharge the battery due to j14 connector on mainboard is defective. No case involved.